Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had motor error during prime. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant motor error alarm during rewind test due to corroded motor home switch. Unable to perform the displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to constant motor error alarm. No moisture damage noted on the electronic assembly. Device had scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.